Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an unspecified arthroscopy, the healicoil rg anchor and tapper were successfully inserted; however, the thread became detached from the implant. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: part of the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The anchor was not returned. The sutures were returned with no defect. Bio debris is on the insertion device. A functional evaluation could not performed as this is a single use device and the anchor has already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an implant fracture due to an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.